Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID 8590-9, lot# n486393, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2,000 mcg/ml at 895.9 mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported a flipped pump. It was confirmed the pump flipped. The healthcare provider couldn¿t refill the pump a couple of weeks ago at the refill. Per the reporter ¿twidder¿s syndrome¿ was going on. The patient reported no withdrawal symptoms so they thought the catheter would be fine but once they got into the procedure they found the catheter twisted. When they accessed the pump they got back 33.5ml but were expecting only 2.7ml. The catheter would be replaced today and the pump would be re-sutured in the pocket. Additional information received from the healthcare provider the patient had given birth 6 months ago and has a soft ¿pregnancy belly¿ where the pump flipped and re-flipped. When the healthcare provider attempted to refill the pump was mobile, when the patient was sitting the pump was horizontal. The patient¿s catheter was reported to be severely twisted and kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.